Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted because it reached a battery status of elective replacement indicator (eri). No allegations were exist against this device during its service life. Initial testing by guidant's reliability assurance laboratory revealed that this ICD did not meet longevity expectations.